Manufacturer narrative:
Investigation description. The device was confirmed to have alert 38 during evaluation. The screen was removed and a loose screw was found jammed between the lead screw nut and lead screw stop. This screw was found to belong to the mainboard.

Event description:
It was reported that the ilet bionic pancreas displayed repeated alert code 38, consistent with a battery thermistor range malfunction, while the device battery was below 50 percent; the user¿s blood glucose remained in range, and a replacement device was arranged with instructions for return and data sync prior to shutdown. Symptoms included no reported adverse physiologic effects. Outcomes included the user transitioning to backup insulin therapy until the replacement arrives. Investigation included device replacement logistics and user education on device return, data synchronization with the mobile application, and shutdown prior to shipment. Investigation of this case revealed a suspected battery temperature sensing fault indicated by the recurring alert. It was concluded that the reported malfunction affected the device but did not impact glycemic control, and the user remained clinically stable on backup therapy pending replacement.